Event description:
The patient presented to the emergency room after experiencing inappropriate shocks. Upon investigation, episodes of oversensing due to double counted r-waves, inadequate capture threshold, and low sensing were observed on the right ventricular (rv) lead. Fluoroscopic imaging was performed, which revealed the rv lead had become dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.